Event description:
It was reported that during intra-aortic balloon (iab) therapy the helium leak alarm and kink (catheter inspection required) started to sound, and the extracorporeal tube was inspected, but the tube did not appear to be kinked. It was replaced with a new iab to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: b5, d7, d8, d9, h3, h6 (health effect ¿ clinical code, health effect ¿ impact codes). The iab was returned with the membrane completely unfolded and blood observed on the exterior of the catheter. The extender tubing was also returned. No blood was observed inside the iab catheter. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and exrender tubing was performed and no leaks were detected. The iab was placed on the cardiosave pump and the iab fully inflated and deflated. The iab then pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported problems cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the helium leak alarm and kink (catheter inspection required) started to sound, and the extracorporeal tube was inspected, but the tube did not appear to be kinked. It was replaced with a new iab to continue therapy.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6(type of investigation), h11. Corrected fields: e1( event site name, event site address). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated field- b4, g1 (contact person ¿ mfg site), g3, g6, h2, h11. Corrected field- b5, h6- health effect ¿ clinical code, health effect ¿ impact codes.

Event description:
It was reported that during intra-aortic balloon (iab) therapy the helium leak alarm and kink (catheter inspection required) started to sound, and the extracorporeal tube was inspected, but the tube did not appear to be kinked. It was replaced with a new iab to continue therapy. No harm or injury has been reported.